Event description:
It was reported that the gastrointestinal videoscope had been reconditioned several times after repair and had failed each time with mold infestation in the working channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024 sampling from: tip cfu:no detection bacterial identification:no detection sampling from: forceps channel/suction channel cfu:2cfu bacterial identification:rothia mucilaginosa sampling from: air/water channel cfu:0cfu bacterial identification:no detection sampling from: sub-water channel cfu:2cfu bacterial identification:neisseria species sampling date:(B)(6) 2024 sampling from: tip cfu:no detection bacterial identification:no detection sampling from: forceps channel/suction channel cfu:0cfu bacterial identification:no detection sampling from: air/water channel cfu:0cfu bacterial identification:no detection sampling from: sub-water channel cfu:0cfu bacterial identification:no detection there were no obvious deviations in reprocessing; however, it is likely that the reprocessing was insufficient due to a leak from the equipment, as the leak was occurring from the point where the bacteria were detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth was noted; however, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.